Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "heartburn/indigestion and infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. A month later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. A month later, the patient experienced non-device related ¿pterygium" and was treated with azospistine hydrochloride eye drops, sodium hyaluronate eye drops, and sodium bromphenate eye drops that day. Five months later, the patient experienced non-device related ¿chronic gastritis" and was treated with bismuth potassium citrate capsules, rabeprazole sodium enteric-coated capsules, clarithromycin tablets, amoxicillin tablets. Eleven days later, the patient was treated with fumarate tablets, levofloxacin tablets, and bismuth potassium citrate capsules. A month later, the patient was experienced non-device related "reflux esophagitis¿ and was treated with toprenone capsules, morodan, and alprazole enteric coated capsules that day. Twenty-five days later, the patient experienced non-device related "eczema-like dermatitis on trunk and limps.¿ events are ongoing. This is the same event and the same patient reported under (B)(4) (emdr-67069). This emdr is being submitted for the first injection.